Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer has experienced bent infusion set cannulas on multiple occasions. The customer's blood glucose (bg) level was in the 300s (mg/dl). A correction bolus via the pump was delivered to address bg level.